Event description:
The customer reported that the device would not complete the etco2 calibration process. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.